Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo evaluation: visual analysis of the photographs identified, a broken device has red particles on the surface of the device and the gel. Right side labeling. Device analysis performed, through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reported, "implant rupture". MRI has taken place. Additionally, healthcare provider reported, capsular contracture, baker grade unknown. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative on behalf of healthcare professional reported an unknown side "implant rupture." Device remains implanted.